Event description:
In 2009, the reporter/physician contacted lifescan on behalf of her mother and alleged that a one touch surestep meter was reading inaccurately high and giving an "error 1" message. The pt takes lantus insulin and sliding-scale novolog insulin based on her meter readings. The reporter stated that the pt has been having several lows for the past 10 days and she believed that the meter was probably reading inaccurately during that time. On an unspecified date/time, the pt reportedly obtained an inaccurate high meter reading of "331 mg/dl." Based on the meter reading, the pt took an unk dose of sliding-scale novolog insulin, an unk time later, the reporter claimed that the pt developed symptoms of hypoglycemia, specifically sweating and agitation. The reporter treated the pt with juice and glucose gel. The pt did not seek or receive treatment from emergency services or a hospital during the time of concern. Since the reporter felt as though the meter was reading inaccurately, she attempted to perform a control solution test with the reported meter. However, the reporter claimed that she was getting an "error 1" message. The reporter was not using correct control solution. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the reporter claimed that the pt developed symptoms suggestive of severe hypoglycemia and received oral glucose treatment after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and info FDA of product(s) that do not pass inspection in a supplemental report.